Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the cutting wire was intact, however, was found to be discolored (blackened). Additionally, the balloon at the distal tip of the device was found to be torn. A functional evaluation found that the device's bowing functionality met the bowing specification. The condition of the returned incident device was not consistent with the complaint that the cut wire broke. The torn balloon is likely due to procedural factors, therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure for stone extraction. According to the complainant, during the procedure, the cut wire broke when cautery was applied for a second time. No part of the cut wire detached inside the patient. The procedure was completed with another stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure for stone extraction. According to the complainant, during the procedure, the cut wire broke when cautery was applied for a second time. No part of the cut wire detached inside the patient. The procedure was completed with another stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.